Event description:
On (B) (6) 2009 the pt reported that he received an e2 (battery depleted) error without first receiving an a2 (battery low) warning. He stated the infusion device has never been dropped or exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.